Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, one of the jaws on the 8mm large suturecut needle driver instrument broke and fell into the patient, and was retrieved during the same procedure. On 14-jun-2021 intuitive surgical, inc. (Isi) followed up with the site¿s robotics coordinator and obtained the following additional information: no post-operative test nor additional surgical procedure was required to remove the fragment. The instrument was inspected by sterile processing prior to sterilization and no damage was noted. The customer was suturing when the instrument broke and the jaw fell into the patient. The instrument was not involved in a collision. Reporter was not sure if the instrument was removed from the patient during the procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The instrument wrist was straightened prior to removal. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Fa found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.107" x 0.30"was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grips tips is typically attributed to mishandling, such as excess force applied to the instrument jaws. A review of the system logs for the event date of 26-may-2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted incisional hernia surgical procedure, one of the jaws on the 8mm large suturecut needle driver instrument broke and fell into the patient, which was retrieved during the same procedure. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.